Event description:
Pt sent to radiology to have PICC line checked. Had noted to be leaking at site. Radiologist noted that line broken. Part of catheter remained inserted but was broken off approx 2 cm after it entered the vein. The remaining catheter migrated through the right atrium & right ventricle. Fractured catheter removed through the femoral vein.